Event description:
A (B)(6) male admitted on (B)(6) 2012 for arthroscopy of the right shoulder, acromioplasty and mumford procedure. While the orthopedic surgeon was shaving off several burrs in the shoulder joint the retractable burr oval flush cut drill bit broke off 2.5cm. A 2.5cm piece was retrieved from the surgical site and inspected. There were no other fragments found. Both pieces were removed from the surgical field. A different drill bit was then used to complete the surgery. Pt tolerated the procedure well and recovered from anesthesia and was transferred to the medical/surgical unit post-op. This is a single disposable drill bit and was not previously used.